Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 11/30/2016. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). Customer called in about her meter reading lo. She ran a test this morning @10:00am (fasting) and got result lo.